Event description:
Sorin group (B)(4) received a reported that, during a procedure, the flow rate from the gas blender dropped and an alarm was displayed. The unit was switched for a mechanical gas blender. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The gas blender was returned to sorin group (B)(4) for evaluation. During the evaluation, the unit was disinfected, calibrated and subjected to functional testing. The reported issue could not be reproduced and no problems were found. Without the ability to reproduce and no problems were found. Without the ability to reproduce the issue, no root cause could be determined.